Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the 15mm connector kept on disconnecting from the endotracheal tube and was exchanged for another tube.